Event description:
It was reported that while inspecting circulated items (stock) it was identified that the sterile package was damaged. No patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.